Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR numbers: 1225714-2013-01618, 1225714-2013-01619.